Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g4; h2; h3; h4; h6 d7 corrected remains implanted -no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - review of the device history record(s) identified no deviations or anomalies during manufacturing. -medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain which interfered with activities of daily living. Elevated cobalt and chromium. MRI showed pseudotumor. X-ray shows lysis around femoral and acetabular components. Significant amount of friable grayish/brown tissue consistent with metallosis was encountered and sent for analysis. Removal of the femoral head was difficult and took repeated attempts. Femoral component was well fixed despite concern on x-ray for lysis. Attempt made to extract however stem remained well fixed and was left in place. Attempt also made to remove acetabular component, however remained well fixed. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable as the device is not believed to have caused or contributed to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable as the device is not believed to have caused or contributed to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 139259 m2a magnum 42-50m tpr insrt +6 lot# 348150, cat# 157440 m2a-magnum mod hd sz 40mm lot# 946000, cat#us157854 m2a-magnum pf cup 54odx48id lot#091380. The device will not be returned for analysis, as the device location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, associated reports: 0001825034 - 2020 - 03596, 0001825034 - 2020 - 03597, 0001825034 - 2020 - 03606.

Event description:
It was reported the patient underwent a left hip revision approximately 10 years post implantation due to metallosis, pain that interfered with activities of daily living, and osteolysis. During the procedure, the surgeon noted the following: elevated cobalt and chromium levels, difficulty removing the head, and femoral stem and acetabular cup were well fixed. The stem and cup were retained. Attempts have been made and no further information has been provided.